Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on 08/26/2014 that a customer had an issue with a dialysis catheter. The customer states that there was blood leakage coming from the y junction of catheter and the hub. The catheter was removed and replaced with a new one. There was no pt injury or ill effect. Date of implantation: (B)(6) 2012. Date of explanation: (B)(6) 2014.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.